Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was attempted using a proglide device after a coronary intervention procedure. Reportedly, the foot plate could not be retracted and the device could not be removed, causing vessel damage. The patient was taken to operating room and a cut down was performed to remove the proglide device. Surgical sutures were used to repair the vessel and achieve hemostasis. There was a reported clinically significant delay in the entire procedure. No additional information was provided.